Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the removal of the dilator from the sheath, the sheath started leaking blood when no other devices were inside the sheath. The physician continued to use the faradrive sheath and blocked blood flow from leaving the sheath when no devices were in the sheath by using a hand to cover the hemostatic valve between inserting and removing catheters. The procedure was completed with no patient complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve, resulting in a leak path which compromises the performance of the valve at sealing pressure inside the sheath. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following the removal of the dilator from the sheath, the sheath started leaking blood when no other devices were inside the sheath. The physician continued to use the faradrive sheath and blocked blood flow from leaving the sheath when no devices were in the sheath by using a hand to cover the hemostatic valve between inserting and removing catheters. The procedure was completed with no patient complications. The device has been received at boston scientific's post market laboratory.